Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty (sleeve) procedure, while the device was being used for transection of tissue, the device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. A new reload was opened to resolve the issue in order to complete the case.